Event description:
Additional information was obtained and indicated that the cause of low oor sli measurements of 0 ohms was not determined. Shock impedance was tested in the clinic and showed consistent measurements between 53 to 58 ohms. The patient will resume normal follow up schedule.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that via the patient¿s remote home monitoring system this cardiac resynchronization therapy defibrillator (crt-d) displayed low out-of-range (oor) shock lead impedance measurements. This crt-d remains in service. No adverse patient effects were reported.